Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.